Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) was confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failures was isolated to an intermittent solder joint where the trunk cable white pulse wire connects to the distribution node pca board, and an intermittent solder joint where the front therapy electrode cable connects to the distribution node pca board. The root cause for the intermittent solder joints could not be positively identified. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.

Event description:
A zoll territory manager called zoll customer support to report that a (B)(6) male was receiving frequent check therapy electrode messages. The pt was issued a replacement electrode belt.